Manufacturer narrative:
Original issue description: customer alleged the brake assembly will not function. Customer alleged the right leg stays on the floor so the bed is locked all the time. A bed that remains in the locked position cannot move and poses no risk to the patient. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the expanded evaluation report, when the step bar was pushed to disengage the locking mechanisms, the left side was able to disengage, but the right side was not. Both locking mechanisms were able to be engaged, but the wheels were still able to roll. The brackets on the step bar were observed to be slightly bent and welded at incorrect angles. Because the wheels were able to roll with the locking mechanisms engaged, this is now a reportable event. Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the brake assembly will not function. Customer alleged the right leg stays on the floor so the bed is locked all the time. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the expanded evaluation report, when the step bar was pushed to disengage the locking mechanisms, the left side was able to disengage, but the right side was not. Both locking mechanisms were able to be engaged, but the wheels were still able to roll. The brackets on the step bar were observed to be slightly bent and welded at incorrect angles.